Manufacturer narrative:
Serial number has been updated based on returned product. Sensor (B)(4) has been returned and investigated. Visual inspection performed on the returned sensor, no issues were observed. Sensor plug was properly seated. Extended investigation has also been performed for the reported complaint and observed no external damage to the puck. Sensor found to be in state 1 with 0 insertion failures. Linearity testing was performed on the returned puck and all results passed. Visual inspection was performed on the sensor internal components and no damaged was observed. Pucks battery was intact with no damage and measured within specification. Battery produces voltage that is insufficient to produce an electric shock. No further investigation is required.

Event description:
Customer reported that their freestyle libre sensor "exploded just before to applied the sensor on his arm". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre sensor "exploded just before to applied the sensor on his arm". There was no report of death, serious injury, or mistreatment associated with this event.